Event description:
A combination of nitroglycerin and adenosine proves effective in repairing a cerebral arteriovenous malformation the time frame of this study was 2023 multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx embolic agent (medtronic, irvine, ca, united states) no deaths occurred in the study population among patient adverse events included: transient reactive vasospasm at the carotid bifurcation moderate enlargement of intracerebral hemorrhage mild symptomatology post-procedure: the patient¿s outcome was favorable despite hemodynamic challenges, reporting resolved left hemiparesis and only mild balance deficit. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
No specific device information provided. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.